Event description:
The jetstream catheter was used to treat a 4cm lesion in the mid-sfa. The physician made two passes in the minimum diameter mode and three passes in the maximum diameter mode. A post-treatment angiogram revealed a perforation. After an unsuccessful attempt to treat the area with a balloon he successfully placed a stent. The patient was discharged home with no further complications.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.